Manufacturer narrative:
Product analysis: the device was not returned; therefore, no product analysis can be performed. Conclusion: without return of the device, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, an access site rupture with bleeding was reported, and four units of blood was transfused. The valve was not implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received which reported that a valve was implanted. No recaptures were performed. The access site rupture was also reported to have occurred during insertion. If information is provided in the future, a supplemental report will be issued.